Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the low-voltage lead exhibited rising / high threshold values and was suspected to have micro-dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.